Event description:
It was reported that the patients lead had high impedances. The patient underwent a revision procedure wherein one lead was explanted and was doing well postoperatively. The explanted lead will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.